Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 78-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. When transferred to the ICU bleeding at the graft site was noted, that was managed with a pressure dressing. On the second day of support the external sutures on the device were adjusted due to ongoing bleeding and the patient was transfused with packed red blood cells (prbc) due to a drop in hemoglobin to 7.6. The patient remains on impella pump for continued support and the bleeding issues have resolved.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was determined to be use issue because the issue was resolved upon adjusting the external sutures on the device.